Event description:
Complainant alleged that while attempting to monitor a patient the device was unable to obtain an ECG signal. Complainant indicated that the facility was unable to duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.